Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow, ok and contrast keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The up arrow keypad button was responsive and had normal spring back and click. There was evidence of keypad contamination found under the keypad buttons and corrosion under the up arrow keypad button. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.